Manufacturer narrative:
B3. The event date was not reported, thus only the year of the reported event date is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the tip of an axium coil was broken. No other event details or patient information was provided.

Event description:
Additional information received reported the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). There was no harm or injury to the patient associated with this event. No medical or surgical intervention was required to prevent permanent impairment and the event did not prolong patient hospitalization. The patient was undergoing and aneurysm embolization procedure. The patient's vessel was not tortuous.

Manufacturer narrative:
B5 updated with additional information received. Imdrf annex f coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the axium prime device was returned for analysis within a shipping box, within an opened axium prime outer carton, within an opened axium prime inner pouch and within an introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The axium prime pusher was found broken at the positive load indicator. The proximal segment was not returned for analysis. The release wire was found broken at the same location. The break indicator was found unbroken. The release wire and coin were found retracted. No damages or irregularities were found with the shield coil. The implant coil was already detached and not returned for analysis. Testing/analysis: n/a conclusion: based on the analysis performed, the customer report of ¿coil separation/break" could not be confirmed as the implant coil was not returned for analysis. However, the implant coil was found detached. The pusher was found broken and the release wire/coin were found retracted, likely detaching the implant as expected by the detachment subassemblies. Customer did not report attempting to detach the implant. The cause of the pusher break could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.